Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported right side rupture per CT scan. The device remains implanted.

Event description:
Patient reported right side rupture per CT scan. Healthcare professional additionally reported capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification. Missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ as per the investigation procedure, non-penetrating nicks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture per CT scan. Healthcare professional additionally reported capsular contracture baker grade IV. The device has been explanted and replaced.